Event description:
New information received notes that the lead exhibited loss of capture.

Event description:
New information notes that the lead exhibited high thresholds.

Event description:
It was reported that the lead exhibited an unspecified issue. The lead was capped on (B)(6) 2017. No further information could be obtained.